Event description:
The customer reported five (5) occurrences regarding the sharpoint knives (B)(4). Lot number m342500. Customer described incident as "the knives were blunt, the doctor was facing huge resistance in order to make the incision, its making a tear to the cornea". (B)(4).

Manufacturer narrative:
Samples were requested to the customer for evaluation. Product available in stock for the item 72-2840 finished goods lot m342500 will be evaluated. (B)(4). The device history record for this product was verified and there were no nonconformance identified for this lot and other lots using the respective blade component.